Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: extension. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported because impedance in 3 electrodes(#0, #1, #3) among 4 electrodes appeared to indicate fracture, a procedure for replacing extension was performed. No environmental/external/patient factors were thought to have led or contributed to the issue. After replacing the extension, normal impedances were measured. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Information was received from a company representative and a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported high impedances were found. The impedance was 20,000 ohms for c/0, 0/1, 0/3 and 1/3 combinations. The impedance was 12,729 ohms for 1/2 combination. For the 2/3 combination, impedance was 11,680 ohms. X-ray images were not available and the combinations with high impedance could not be used. No interventions/actions were taken and the issue was not resolved at the time of report. Surgical intervention was not planned nor occurred.

Manufacturer narrative:
Analysis of the extension (serial# (B)(4)) found conductors #0, 1, and 3 were broken 2.9 cm from the proximal end. A functional test showed #0, 1, and 3 were open circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.